Event description:
The reporter indicated that the vns system was explanted due to infection. Prior to the explant, the infection was treated with antibiotics, and wound revision surgery. The wound revision surgery was performed approximately three months post-implant. The system was eventually explanted, approx five months post-implant. Pre-operative, intra-operative and post-operative antibiotics were administered during the intial implant. The vns device was activated approximately one month after the implant. It was further reported that the pt was developmentally delayed, drools excessively, and irritated/picked the incision site. The pt is also very thin. The physician indicated that these factors were the possible causes of the infection. It was also reported that the pt is now doing well, and a re-implant will likely be done. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.